Event description:
A customer reported that during verification testing, patient's sample with anti-k did not react with 0.8% selectogen lot vs102. No death or serious injury was associated with this incident.